Event description:
It was reported the patient went through a security gate and was severely shocked. It was noted the patient¿s device required reprogramming. Patient felt numbing and itching in their spine up to their shoulder blades. The patient said the doctor told them that ¿the magnets could not affect their device and took a magnet and waved it over the patient¿s device.¿ the physician told them it was ¿all in their head.¿ it was reported there was a removal and replacement of stimulator. The patient lost stimulation due to magnetic field. Patient outcome was noted as good stimulation coverage. It was reported back in 2001 or 2002 the patient was at (B)(6) and was shocked by their security system. It was noted it confused the patient and they did not know anything for 45 seconds. It was noted it also moved their ¿wires¿, so they had to have their device replaced.

Manufacturer narrative:
Product ID: 3888-33, lot# n22981, implanted: (B)(6) 1998, product type: lead. Product ID: 3888-33, lot# n22629, implanted: (B)(6) 1998, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer. Patient product ID: 749851,serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4). Final analysis of the stimulator revealed no anomaly found. The stimulator was functionally okay. Final analysis of the extension revealed no anomaly found. The extension was functionally okay. Final analysis of lead (n22629) revealed no significant anomalies. The lead was cut through and it was noted as suspected explant damage. Final analysis of lead (n22981) revealed significant anomalies found. Multiple conductors/wires were broken. Final analysis of the anchors revealed no anomalies found.